Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The f-82 alarm was verified in the alarm log. The cause of the reported condition was due a damaged central processing unit board (cpu). No repairs were performed and the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump had an f-82 alarm. There was no patient involvement. Additional information was requested and is not available.